Event description:
It was reported to tyco/healthcare/kendall in 02/02 that an extension port became separated from the catheter. The incident occurred at home which required urgent care due to sanguination. No other information was provided. Samples were destroyed at hospital.